Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a shaft break occurred. The 80% stenosed de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The physician inserted the 3.0mm x 15mm flextome cutting balloon to the lesion and heard a "click" and attempted to inflate the balloon; however the balloon did not inflate. During withdrawal, the shaft of the device was removed from the patient in two pieces. There were no patient complications. The procedure was successfully completed with another of the same device. Patient status is reported as stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a shaft break occurred. The 80% stenosed de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The physician inserted the 3.0mm x 15mm flextome cutting balloon to the lesion and heard a "click" and attempted to inflate the balloon; however the balloon did not inflate. During withdrawal, the shaft of the device was removed from the patient in two pieces. There were no patient complications. The procedure was successfully completed with another of the same device. Patient status is reported as stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the flextome cutting balloon was carried out. Examination revealed a hypotube shaft break 513mm from the distal end of the strain relief. Examination also revealed a hypotube shaft kink 470mm from the distal end of the hypotube. The balloon had evidence of being inflated. The device could not be inflated due to the shaft break. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).